Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed on (B)(6) 2010 when trying to program a bolus. Pt started using this infusion device in (B)(6), 2008, and boluses approx 3 times per day. Infusion device has been dropped. Infusion device has not been submerged in water or had insulin ingress. Down button is raised and pops up after being pressed. Down button does not produce beeps or vibrations when pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.